Event description:
The customer ran a control test on the contour next ez and the meter did not automatically mark it as a control, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for evaluation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.